Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of lot-specific similar complaints identified no similar complaints reported from this lot. Based on available information, the reported dislodged clip appears to be due to procedural conditions. The reported slda appears to be a cascading event of the dislodged clip. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a mitraclip that was damaged by another mitraclip, resulting in an slda. It was reported that a patient presented with grade 4 mixed mitral regurgitation (mr), low transseptal height, and an enlarged atrium. During a mitraclip procedure, the first clip implanted on a2p2 was an xtw. The xtw functioned as intended and was deployed successfully. It was decided to implant a second clip, an xt, to further reduce the mr. During medial positioning, the second clip (xt) interacted with the first one (xtw) and dislocated the xtw clip from the anterior leaflet. A single leaflet device attachment (slda) occurred with the xtw. The second clip was able to stabilize the first clip and was deployed lateral to the slda clip. The procedure had a successful outcome and the mr was reduced to grade 2. There was no tissue damage, adverse patient sequelae, or clinically significant delay. The patient is waiting to be discharged. No additional information was provided.